Event description:
Private caregiver reported that client's pad ripped during transfer and client fell to knees. An x-ray was obtained and client was found to have bilateral knee fractures. A private caregiver was caring for client when event occurred and pad was discarded after incident.